Manufacturer narrative:
The customer reported the AED will not power on. The maintenance schedule was not reported and the device is stored in a storage closet in the pool house, which is not temperature regulated, during the summer. The AED is displaying a service code warning for 'battery voltage (mv)' which may be resulting from cycles of incomplete self-tests due to a depleting battery. The device was in a storage cabinet during the off season, and was being checked for use during the upcoming summer season. The caller stated that the 9v battery is changed as needed during the summer season. The customer used another battery pack and was able to clear the service code warning and confirmed the asi is flashing green. The most likely cause of the device's failure to power on was the customer's failure to promptly address red asi warnings, which reduced battery life expectancy. No additional information is available at this time to further investigate the event. The IFU states: improper maintenance can cause the ddu series AED not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use and store ddu series aeds only within the range of environmental conditions specified in the technical specifications. Technical specifications state: "standby / storage- temperature- 0-50 degrees c. (32-122 degrees f.); humidity- 5% - 95% (non-condensing). The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported the AED will not power on. They reported event did not occur during patient use.